Manufacturer narrative:
This serial number was part of a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient (B)(6) was implanted with an scs system including an ipg on (B)(6) 2010. It was reported that the patient was experiencing amplitude changes with her stimulation as well as instances in which her therapy would cease without prompting. These issues were said to occur randomly. A diagnostic test found no abnormalities with respect to impedance measurements. Surgical intervention was undertaken to replace the patient's ipg, and consistent stimulation was recaptured. No further complications have been reported.